Event description:
PICC (peripherally inserted central catheter) line plugged. Unable to open with saline or 100u heparin. Opened new PICC line tray. Gloves in tray ripped apart when trying on. New catheter placed. Flushed well with stylet in place, but met with much resistance after stylet removed. Noted while removing stylet that catheter appeared to be fused to stylet. Gently loosened catheter from end of stylet. After trimming cath applied end apparatus. Attempted to flush again. Noted cath had hole. Trimmed cath again. Reapplied end apparatus. Flushed without difficulty. Old PICC line inspected after removal. With minimal stretching cath broke. Cath appeared to have thin spots along it.